Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
The physician reported seeing "erosion of a mesh arm on 3-d ultrasound" in a pt greater than 5 yrs post-implant. Pt outcome is unk and the device will not be returned for eval.